Event description:
It was reported that the patient felt a warm sensation around and in the implantable neurostimulator (ins) pocket while recharging. It was stated that the ins had been overheating during recharge and that it was ¿burning [the patient] from the inside.¿ it was noted that the overheating had begun over a half hour prior to this report. It was stated that in the past the patient had ¿it get warm and shut off, but never had it get so hot.¿ the patient was reported as having taken ¿it¿ off when it was getting hot, but it took the patient ¿a while¿ to figure out ¿that is what was causing the discomfort.¿

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator recharger (insr) antenna always got warm, too, but the patient was sure the burning sensation was coming from inside. She charged in stages to let it cool down. The insr did not show any error messages. It was also reported that she only got 2 coupling bars.